Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the distal left main trunk (lmt) and mid left anterior descending artery (lad). The lesion was treated with four passes of the oad at low speed, followed by one pass at high speed. Following the final pass, a perforation was noted. Balloon angioplasty and stent placement were performed to resolve the perforation and the patient was in stable condition.